Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the estimated remaining battery longevity of this pacemaker decreased from one year to two and a half months in approximately four months. Technical services (ts) explained this behavior could be related to the change in how the battery estimates versus calculates the remaining volume, but the physician decided to proceed with the replacement of the device. Data analysis was not performed before the explant procedure took place. No additional adverse patient effects were reported. At this time, there is no information regarding product return for analysis. Additional information has been requested to the field.